Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was noted with phrenic stimulation on all vectors of the left ventricular (lv) lead. Programming changes were made. The lv lead remains in use. No further patient complications have been reported as a result of this event.